Event description:
It was reported that the patient presented with progressive loss of function in his left upper extremity, particularly biceps, over the past 6 months that has failed non-operative management. The patient was diagnosed with cervical spondylosis with myelopathy, cervical stenosis c3-c7, and left c5 radiculopathy. The patient underwent an acdf c3-c7 using peek interbody devices, anterior plating, local bone autograft, and rhbmp-2/acs. No complications were noted. At 264 days post-op, the patient presented for post-op followup. Per the physician's notes, the patient 'has made some progress. He does have some continued neck pain, also some significant left shoulder pain. Last time he was here we actually gave him a subacromial injection. He states that this did give him some significant improvement. On exam he continues to have painful left shoulder range of motion, although his actual range of motion seems better than last time I saw him. He does also have some improved strength with his deltoid and biceps which were quite atrophied prior to his surgery. We did obtain ap lateral, flexion, and extension views of the cervical spine which show maintained placement of implants. There does appear to be bone formation in the c3-c4 and c6-c7 segments. It is a little harder to see bone in the c4-c5 and c5-c6 levels, but there is no obvious radiolucency around any of the screws.'

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.